Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that medication leaked through the plunger of the bd luer-lok¿ syringe. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
A sample was returned for evaluation. A visual inspection of the returned sample did show moisture within the barrel on the plunger rod side of the stopper, which indicates the failure mode described likely occurred therefore failure mode is verified. The reported failure mode [leakage] can occur if the user pushes the plunger too rapidly and/or applies an excessive side load on the plunger due to angling. No corrective actions are required at this time as the defect rate is within allowed quality limits per bd¿s specifications. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Event description:
It was reported that medication leaked through the plunger of the bd luer-lok syringe. There was no report of exposure, injury, or medical intervention.